Event description:
It was reported that bristles from the device came off in the femoral canal. The site was irrigated to remove the bristles. No additional info has been received regarding the status of the pt or the administration of additional treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is returned, a follow up report will be filed.